Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is unknown. Additional product code: dzl. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent a cranioplasty procedure on (B)(6) 2016, and was implanted with cranios fast set putty, sterile, 0.4mm titanium matrixneuro reconstruction mesh, and eight (8) titanium matrixmidface screws, self-drilling. On (B)(6) 2016, the patient was returned to the operating room to remove the mesh due to an infection, specifically a hole in the skin where the cranios putty was implanted. Debridement was required. There was no surgical delay reported. The procedure was completed successfully. This is report 10 of 10 for (B)(4).